Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021. Explanted: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) and unknown morphine drug (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's pump "flips" which started "sometime before the last surgery." The patient reported, "once in awhile, after bending, I realized that the pump spot where I can connect to the pump moves around - seems like it's floating in there that started before the last surgery. I could feel it a lot, depending on how far I bent down. A few times I bent all the way down and I felt the pump flip." The patient stated they had surgery 3 months ago, and later confirmed 6 months ago due to the pump becoming lose, the pump flipping, and a twisted catheter. The patient stated that they moved the pump "up" during surgery and "I have a valley on top and a little bit of the pump there." The patient then stated "to me, the pump has felt funny since the surgery. It almost feels that there is a groove in the upper part of it, but it's gotten rock hard in the last week, so it makes a it a little easier finding the contact point to connect." The patient confirmed they felt that the pump has slightly moved again in "the last 2 weeks." The patient stated they currently have dilaudid in the pump and used to have morphine. The patient mentioned an upcoming refill in january.